Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
It was reported that the unit declared a proximal line disconnection alarm. The device was in use at the time of the event. The patient was switched to another unit. The customer checked the unit and the patient disconnect alarm did not sound when the circuit was in open status.

Manufacturer narrative:
G4: 10mar2020. B4: 16mar2020. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. The unit was returned to the customer. No repairs were completed. The device was being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020; b4: 23apr2020. Off-label use of an unapproved and/or invalidated circuits can affect the device functionality and performance submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24feb2020; b4: 24feb2020. Made the correction to classify the case as adverse event and product problem, as well as serious injury case from malfunction. The unit was in use at the time of the reported incident, and the patient was transferred to another unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.